Event description:
Log files were sent for review. The event log file captured low power advisory events on (B)(6) 2025 between 19:06:06 and 20:49:55. The event log file captured low power hazard events on (B)(6) 2025 between 20:49:55 and 20:57:58. The event log file captured no external power events on (B)(6) 2025 between 20:57:59 and 22:41:07 with the emergency backup battery (ebb) operating the system during these times. The pump stopped on (B)(6) 2025 at 22:41:07 due to the ebb being completely drained. The pump and peripheral equipment operated as intended when there was adequate power to the system. It was reported that the patient passed away on (B)(6) 2025 with unknown cause of death. The death was not considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2025. A complete system shutdown due to full battery depletion was captured (captured under MFR 2916596-2025-02032). Prior to the pump stop, the device appeared to be operating as expected at the fixed speed. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.